Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A bowel perforation is a known complications of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025 a patient in germany underwent a procedure for the placement of peg- j placement percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2025 a physician informed a therapy specialist that the patient's inflammation levels have increased with a suspicion of peritonitis or an intestinal perforation. A CT scan and an x-ray revealed a perforation and the patient began treatment with intravenous antibiotic tazobac three times daily which was completed on (B)(6) 2025. On (B)(6) 2025 a new intestinal tube was placed endoscopically and the perforation was clipped. As of (B)(6) 2025, the bowel perforation has healed. According to a physician, there was no association of the bowel perforation with the intestinal tube. The physicians considered perforation secondary to a possible handling error during tube placement by the doctors themselves. However, the imaging conducted (CT scan) assumed this to be secondary to the j tube in the ascending part of duodenum.

Manufacturer narrative:
Additional information received on 09 dec 2025: b5, b7, d4, and h4. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025 a patient in germany underwent a procedure for the placement of peg- j placement percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2025 a physician informed a therapy specialist that the patient's inflammation levels have increased with a suspicion of peritonitis or an intestinal perforation. A CT scan and an x-ray revealed a perforation and the patient began treatment with intravenous antibiotic tazobac three times daily which was completed on (B)(6) 2025. On (B)(6) 2025 a new intestinal tube was placed endoscopically and the perforation was clipped. The intestinal tube involved in the event was discarded. As of (B)(6) 2025, the bowel perforation has healed. According to a physician, there was no association of the bowel perforation with the intestinal tube. The physicians considered perforation secondary to a possible handling error during tube placement by the doctors themselves. However, the imaging conducted ( CT scan ) assumed this to be secondary to the j tube in the ascending part of duodenum.